Event description:
Ous MDR - after an implantation period of approximately 25 months, oversensing without inappropriate therapy was reported. The lead was exchanged and returned to biotronik for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a rubbed through insulation at approx. 20 cm distal to the is-1 connector pin. The coating of the conductor cable to the ring electrode was found damaged in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Furthermore deformations of the inner coil close to the is-1 connector pin were found which occurred most likely due to over rotation during surgery. The analysis did not reveal any sign of a material or manufacturing problem.